Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 700 (mg/dl). The customer changed their infusion site and delivered a syringe bolus to address bg levels. Reportedly, the customer is an uncontrolled diabetic. Recommendation was made to contact their health care provider to discuss diabetes management.